Event description:
It was reported that a plastic cover allegedly fell from the spring arm and hit a patient then fell into the sterile field. There was no report of an injury to the patient or a delay in the procedure.

Manufacturer narrative:
The spring arm was examined by a berchtold field service technician. Upon visual examination it was note that the spring arm back joint cover was missing and is the part that allegedly fell. It was also noted that the spring arm had several collision points with other pieces of equipment in the room. Among these collision points is the in room microscope. The microscope is black in color and the spring arm covers had numerous black scuffs on time.